Event description:
It was reported that this implantable pacemaker system alerted for atrial arrhythmia burden. Technical services (ts) reviewed the presenting electrogram (egm) and advised occasional atrial undersensing and intrinsic amplitude measurements were normal. Ts provided troubleshooting and a battery longevity update. At this time, the pacemaker remains in-service. No adverse patient effects were reported.